Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels ranging from 400 mg/dl to 600 mg/dl. The customer would treat with the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including headaches. Troubleshooting was done. The customer reported that the cannula was bent on a number of infusion sets. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional information was provided.